Event description:
Customer reported he was trying to deliver a bolus for his high blood glucose but it would not go down. Customer's blood glucose was 528 mg/dl. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer did not have tubing clamp so high pressure test was not performed. The cannula was not bent. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.